Event description:
The patient received the scs system on (B)(6) 2009. It has been reported a surgical intervention was undertaken to replace the patient's lead due to a fracture found near the anchor site. The physician explanted the lead in question and replaced it with a new lead. The patient reported effective coverage post-operative. The explanted product has been retained by the facility. No further patient complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.